Manufacturer narrative:
(B)(4). The motor drive unit was returned for evaluation. The device was visually and functionally evaluated and met performance specifications.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device was really working hard and chugging. The procedure was completed using the same device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.